Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The physician performed a cystoscopy and observed that the cuff was not working properly. The cuff was replaced and a hole was identified resulting in fluid loss, the cuff was empty. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The physician performed a cystoscopy and observed that the cuff was not working properly. The cuff was replaced and a hole was identified resulting in fluid loss, the cuff was empty. There were no patient complications.